Event description:
It was reported that the procedure was to treat a de novo lesion with heavy tortuosity and heavy calcification in the iliac artery. The 8.0 x 59 mm omni elite 35 could not cross the lesion due to resistance with the guiding catheter and anatomy. During removal, the stent dislodged and remained attached to the artery. A non-abbott balloon catheter was used to capture the dislodged stent and guide it to the target lesion. At the lesion, the same omni elite 35 balloon was used to deploy the dislodged stent successfully. Post-dilatation was performed with the omni elite 35 balloon as well. There was no adverse patient effect, and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the reported information, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that the failure to advance, difficult to position, and stent dislodgment appears to be due to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.